Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. The 510k: this report is for an unknown cmf plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a plate and screws in the mandible on (B)(6) 2017. In (B)(6) 2018, it was noted that the plate was broken. Patient was returned to surgery on (B)(6) 2018 for a revision procedure. During the revision, it was noted that two (2) of the screws were also broken at the screw head. The plate and screws were removed and patient was revised to a new plate and screws. No broken fragments remained in the patient. Surgery was completed with no delay and no adverse consequence to the patient. This report is for one (1) unknown cmf plate. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: date of device breakage is not known and was reported to be 4/11/2018 wrongly in mwr-15052018-0000110358. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.